Manufacturer narrative:
The reported event of inability to pair was confirmed. Based on the information provided, it was determined that a stale bond between the device and the patient¿s phone prevented the device from connecting. No anomalies were detected.

Event description:
It was reported that the patient's insertable cardiac monitor (icm) exhibited loss of bluetooth telemetry. No intervention was performed. There were no patient consequences.